Event description:
The accounts stated that the head of the bed could not be raised.

Manufacturer narrative:
The technician could not duplicate the alleged malfunction. The bed was functioning properly.